Manufacturer narrative:
(Corrected data): (initial reporter): information in initial reporter was inadvertently reported incorrect in the initial report. This report consists of correct information. (Manufacturer contact): information in manufacturer contact was inadvertently omitted in the initial report. This report consists of missing information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified at the time of implantation the sensor was implanted in a recommended size vessel.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient needed a recalibration of the sensor as the sensor was migrated from the left pulmonary artery to the right pulmonary artery and the reading were incorrect. Further, reviews of implant images revealed that the sensor had moved slightly when the physician withdrew the guidewire and catheter system, but appeared to be stable at the completion of surgery. It is unknown when the sensor was migrated. Additional information received from healthcare facility revealed the patient subsequently developed hypervolemia and the medication would be adjusted if the pressure readings were correct. Reportedly, it didn't cause any harm to the patient.

Manufacturer narrative:
Information was inadvertently omitted in the initial report. This report consists of missing information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified, the physician suspected a sensor was placed proximal in the vessel which could account for migration. Reportedly, recalibration was successfully performed and the patient is able to take accurate readings.